Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right ventricular (rv) lead, the patient experienced extracardiac/phrenic nerve stimulation and twitching. The lead had twisted and exhibited poor placement position. The lead was reprogrammed and later repositioned from the rv inferior wall area to the septum. The rv lead remains in use. No further patient complications have been reported as a result of this event.